Event description:
Provider states seat is cracked split on the stitching, foam/stuffing is exposed on chair. Chair will not stay charged. May be a short in the cord. Consumers legs, back and hips are hurting very painful due to seat being cracked. Also seat is scratching her legs. Tires worn down.